Event description:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The replaced part was sent for further investigation. The evaluation of the provided logs confirms the reported alarm. Simulated use testing of the returned o2 gas module passed the performed pre-use check. O2 concentration low and high alarmed during ventilation for 24 hours. Further investigation showed that the reset voltage has a major drift in the reset circuit for the delta pressure sensor on a printed circuit board inside the gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.